Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 it was reported that a gastroscopy was performed and according to the gastroenterologist it was found that the internal plate of the peg tube was buried in the abdominal wall (buried bumper syndrome). It was unburied and a new peg-j tube was placed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the internal retention plate had been buried.

Manufacturer narrative:
Reference number (B)(6). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.